Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to moisture damage to the force sensor resistor. Also, the unit was received with slight moisture damage on the motor assembly. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.